Manufacturer narrative:
Date of report : 04mar2019, date rec¿d by MFR : 27feb2019. Information was received that the battery would not charge and the ventilator could not be powered on. The battery was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator has a battery fault. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.